Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va11nap, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had lost 30 lbs since implantation so the ins is not staying in the pocket; around 6 months ago, it flipped on its side a couple of times, but it has gone back. It was also reported that it "has been shocking wrong and hurting for a while" and that it caused "muscle aching in the left rear end;" they can¿t even sit on the left side of their butt anymore. Then 3-4 days ago they felt a sting and when they felt to see where the sting was, they felt the lead; it hurts when they touch it. They feel the lead to the left of the spine and in the left buttock area. It was stated that they can feel the lead loose under their skin; it does not feel like it came out of their spine, but rather the battery pack. It was noted that they had their implant off and had a lead loose, but couldn¿t find a doctor to take it out, and they were in a lot of pain. The patient was sent a list of local surgeons for explant as well as a list of healthcare providers who could manage the device. No further patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot# va11nap, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and healthcare provider (hcp). Patient added that they turned their device off because of pain at the ins site and the "shocking" sensation. They added that the battery has "flipped" because of their (B)(6) weight loss and muscle wasting (muscle wasting is not related to the device/therapy). The patient is requesting explant without any interventions/actions. Surgical intervention is not scheduled, but it is planned. No further patient complications have been reported as a result of this event.